Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no device malfunction and the product did not return as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. However, dissection is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the procedure was to treat a moderately tortuous and eccentric mid left anterior descending artery that was 99% stenosed. Pre-dilatation was performed with a 2 x 15 mm balloon dilatation catheter. When the 2.75 x 23 mm xience prime stent was deployed at the lesion site, a proximal edge dissection occurred which was then treated with another xience stent to successfully complete the procedure. There was no clinically significant delay in procedure. No additional information was provided.